Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology is unk. The pt had not been seen for follow up since the time of stent graft implant. It was reported that the pt presented emergently approx 55 months post stent graft implant with severe back pain. The stent graft had migrated with a type I endoleak and the aneurysm ruptured. The physician elected to explant the device, however, during the procedure, the pt coded. The pt did not regain consciousness. The stent graft was not explanted. The pt expired.